Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported lack of effect since implant. Troubleshooting/interventions already performed involved the patient having increased stimulation 1/10th already. The patient had an appointment with the healthcare provider (hcp) for a follow-up visit (B)(6) 2016. It was noted the patient had increased stimulation and then decreased it again. On the day of the call ((B)(6) 2016), the patient was urinating more than normal. Six days later, the consumer reported the patient had just taken his staples out. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that some of the interventions taken for the lack of effect since implant included 2 healthcare provider (hcp) visits and reprogramming. The patient's issues of urinating more than normal had not been resolved and they noted "more tests and adjustments to implant". They noted they were not yet receiving 50% or greater therapy relief; working better during the daytime, still the same at nighttime.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.